Manufacturer narrative:
Device evaluation: the returned device was visually inspected and the plunger component was observed in completely advance position. The device inspection at 10x microscope magnification noted scarce amount of viscoelastic residues. The pusher rod was observed out of the cartridge tip and stretch marks were observed in the cartridge tube and cartridge tip. Cartridge was observed in the correct position (fully engaged into lower body of the device). Manufacturing defects were not identified in the return sample. The lens was evaluated under microscope and it was observed cut in four (4) pieces. Viscoelastic residues, particles, scratches and fibers were observed in the lens typical of an explanted lens. The complaint scratch or crack mark on the optic part cannot be verified due to the lens condition. A search on complaints related to production order (po)revealed no other complaint on this po. The manufacturing process record was evaluated and the devices were manufactured within specifications. The direction for use(dfu)was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. There are no manufacturing issues and or indication of a product quality deficiency based on the sample analysis, manufacturing record review and the evaluation performed. Based on the investigation results, the complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the eye, the doctor observed a scratch or crack mark on the optic part; therefore, the doctor conducted a removal and replacement of the lens. The operation was completed safely the replacement lens was the back up pcb00v. Additional communication on (B)(6) 2015 verified there was no incision enlargement or visual acuity problem. No patient injury reported.